Manufacturer narrative:
Medical safety reviewed the event and noted the following regarding the patient's outcome: the event describes low pump flow which resulted in replacement of the device. This malfunction is attributable to the first impella cp. The second impella cp was placed and the patient developed limb ischemia determined by the registry to be probably related to the second impella cp, which was removed due to concerns for arterial obstruction. And post-removal the patient had improved perfusion. Later this day the patient expired. The device was removed and the limb ischemia event improved. The patient subsequently expired not on impella support. In this case, the patient's underlying condition contributed most to an outcome of death. However, the second impella cp cannot be dissociated from the outcome of the patient. Related medical device reports: this impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the 1st impella cp.

Event description:
A notification via abiomed's long-term outcome and quality indicator (loqi) impella registry regarding a patient (unknown ethnicity) experienced limb ischemia on the impella replacement device leading to explant of the device. The limb ischemia had a probable relationship to the replacement impella cp device. Further information in addition to the study notification noted the patient subsequently expired. The patient was on a non-monitored floor preparing for discharge and had a syncopal episode. The patient hit her head (developed a subarachnoid hemorrhage) and arrested. Multiple rounds of cardiopulmonary resuscitation took place. Complete heart block was found, and a transvenous pacer and swan-ganz catheter were placed. The first impella cp device was inserted, and low pump flow was encountered. Consequently, this initially implanted impella cp device was explanted and the replacement impella cp device was implanted. Coronaries arteries were assessed and noted to be clear. The patient was transferred to the intensive care unit for further monitoring and care. Patient updates noted there was troubleshooting for thrombosed swan catheter. Subarachnoid hemorrhage was being closely monitor pending initiation of heparin. Also, this day in the morning, the nurse noticed the patient's right lower extremity was cool, and the right foot was without pedal/post tibial pulses. The physician was notified. The right lower extremity became duskier and colder in the afternoon, and the physician was then called to the bedside. Consequently, the replacement impella was removed due to concerns for arterial obstruction. Post-removal the patient had improved perfusion to right lower extremity with 1+ doppler pedal pulse. Per the registry, the patient recovered with no sequelae. Patient updates further noted the patient was still 100% on fio2. Lactate was clear, pressor/inotrope requirements were still high. Arterial blood gas, chest x-ray and continuous renal replacement therapy were pending. However, later this same day care was withdrawn, and the patient expired.

Manufacturer narrative:
Although, the patient experienced serious adverse event with swan catheter and care was withdrawn, there is not enough evidence to exclude the replacement impella cp device from the patient's outcome given the impella-related limb ischemia event. Product status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury" (including ventricular perforation).

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, the limb ischemia in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.